Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 21st february 2011 and performed to specification, alongside random manual power ons, up to the 2nd november 2014. The device failed several self-tests due to a low battery on the 9th november 2014 and remained in fault mode until november 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 9th january 2015 and the 1st september 2015. Further self-test fails were recorded in june 2016 up to the last log entry on the 26th june 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.